Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the sensitivity is off, exceeded limit. It was also reported the device "mis-fired" / firing inappropriately. The device was returned for test and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper and lower cases are broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.